Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 12/12/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The vibratory alert feature was found to be functioning appropriately. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was observed. The bolus button cover was damaged; the bolus button was appropriately responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.